Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 462 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer states the insulin exited. Customer stated that the fill tubing got insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.